Event description:
Patient implant on (B)(6) 2009 of a (B)(4) bifurcated device and a 28mm aortic extension. A one year post operation follow up revealed a proximal type I endoleak due to neck dilation. On (B)(6) 2010, the patient was treated with a 34mm aortic extension, correcting the endoleak.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Patient anatomy did meet the criteria for indications for use. Endoleaks are a known risk of the procedure.